Manufacturer narrative:
H4: the lot was manufactured between 15 august 2025 and 16 august 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was found to be "greasy". This was observed before use. There was no patient involvement. No additional information is available.